Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address exceeded the character limit. (B)(6). The device was returned to olympus for evaluation and the evaluation found foreign objects in nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, plastic distal end cover had a scratch, objective lens had a scratch, indication on the suction connector was peeled, scope connector cover unit had a scratch, suction connector had corrosion and a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a wrinkle and a scratch, forceps channel port was shaved, grip had a scratch, connecting tube had discoloration, scope cover had a scratch, switch one had a scratch, paint on suction cylinder was peeled, lock engagement lever had a scratch, forceps elevator knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had discoloration and a scratch, electrical connector had discoloration due to water leakage, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had a scratch, crack, chip, and discoloration, switch box had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing.

Event description:
The customer reported to olympus of bad water delivery when using the gastrointestinal videoscope. The issue occurred during preparation for use. The diagnostic gastroscopy procedure was completed using a similar device. There was no delay. The device was returned for evaluation. During the device evaluation, the foreign body in nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.